Manufacturer narrative:
Concomitant medical products: addr01, ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and the right ventricular (rv) lead exhibited high, varying thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.